Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of access IV (intravenous) infusion sets had flow issues. It was further reported that the sets were pulling fluids from the primary bag instead of the secondary bag. The issue was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1, d4, e3, g1, g2, g4 (omitted on initial). H10: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5 and f10/h6: medical device problem codes (add code). B5: update "access IV (intravenous) infusion sets had flow issues" to "clearlink system secondary medication sets had flow issues (not pulling fluids)". H10: should additional relevant information become available, a supplemental report will be submitted.